Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 on auxiliary was not detected on bus. A field service engineer (fse) found that drawer board lights were communicating correctly, but the controller module lights were not. Fse reseated all components were and the station rebooted, but the issue persisted. So, fse replaced the controller module to resolve the issue. Finally, fse reboot the station and the application relaunched successfully. The system functioned as intended after field service engineer repaired the device.